Manufacturer narrative:
Concomitant medical products: fr995-19 valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the entire pacing system was explanted due to infection. The patient was given antibiotics and the system was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.